Manufacturer narrative:
The device was returned for an investigation. The investigation determined that there was an electrical short due to exposed shielding on the lcd cable, which caused the issue. After repair, proper device operation was observed through functional and performance testing.

Event description:
The device was returned for preventive maintenance. Upon evaluation of the device, ventec observed a failure that caused the device to unexpectedly shut down while in use. There was no patient involvement.